Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcb. The cse also updated the software to the latest revision, and performed calibrations and verification testing. The ventilator passed all tests and was operating within manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that the lower graphical user interface (gui) display on an 840 ventilator was erratic. The ventilator was not in use on a patient at the time of the reported malfunction.